Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that a remote transmission showed high atrial lead thresholds and intermittent atrial under-sensing during recorded atrial arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.